Event description:
It was reported that cgm error occurred repeatedly on pump, with same error previously documented on this device. There was no reported adverse impact to the customer. Customer chose to continue using current pump and planned to rely on alternate method if needed.